Event description:
Pt reported that he experienced high blood glucose (in the 400s [mg/dl]), and he feels the elevated blood glucose problem is due to his infusion sets. Infusion set broke on one occasion when the buttocks are was used as the infusion site. No medical treatment was received.